Event description:
The event description according to the customer is as follows: multiple alarms during pre-operative test. Unit was previously ins torage. Battery communication error alarm, battery 2 defective alarm.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The issue was discovered during pre operational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective control board. After replacing the control board, the device was found to be functional and was released for use.

Event description:
The event description according to the customer is as follows: multiple alarms during pre operative test. Unit was previously in storage. Battery communication error alarm, battery 2 defective alarm.